Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00954, 0001822565-2020-00955, and 0001822565-2020-00956. Complaint sample was evaluated and the reported event was confirmed. Review of instrument shows signs of repeated use (nicked or gouged) and that two of the components are missing. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
An instrument missing two components was received via the worn instrument return program. There was no patient involvement.